Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the operating room for a scheduled system implant, no patient symptoms were noted. During the procedure, crosstalk was observed. The device was reprogrammed but did not appear to completely address the issue. Further programming change was made but the change worsened the crosstalk signal. It was suggested to wait a day that may allow the crosstalk signal to drop in amplitude. Repositioning the leads was also suggested if the crosstalk does not decrease. The patient was stable before, during, and after the procedure and the following device interrogation and will continue to be monitored.